Event description:
A malfunction alarm was reported, identified by the malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, confirmed the shipping address, and provided instructions for putting the pump into storage mode. The customer was instructed to return the problematic pump with a pre-paid label within ten days and opted to use a backup insulin pump in the interim.